Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported that pt called them today and told them that they had an MRI and after being scanned for about 5 minutes, they felt a burning sensation radiate up their back. Caller stated the pt was able to notify the MRI techs via a button they were given while in the MRI machine. Caller stated they think the MRI was done yesterday and that they think it was a 1.5 tesla machine, but they will call the MRI facility to confirm. Caller inquired on possible next steps. Tss reviewed that caller and hcp could possibly meet with pt to make sure that nothing was impacted internally. Caller stated they will attempt to meet with pt tomorrow. The caller was not with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.